Event description:
The customer reported that the system locked up during a case. The system was rebooted and they finished the case with no other problems. A pt was involved with no injury.

Manufacturer narrative:
The svc rep checked the error log. No error of loss communication. He reloaded software and tested system. System functions as intended.